Event description:
Pt presented with dyspareunia, stress incontinence, nocturia, urgency, frequency, trigonitis and vaginal bleeding. The pt had undergone 3 tape-placement procedures. Upon exam, erosion of the vaginal mesh to surrounding organs and tissues was noted. The pt had two more tapes placed, on of unk brand, the other a tvt. Dates of use: 16 years.